Event description:
The patient first noticed newly occurring stress pain in the endoprosthesis-treated left hip joint without any apparent trigger at the end of 2018. Due to the significant increase in cobalt value in whole blood to values of 22.5 ug / l and thus to values in the so-called toxic area, as well as the mr morphological detection of a pseudotumor in the left hip joint, in existing clinical new strongest load-dependent pain in the left endoprosthesis supplied hip joint inconspicuous h-tep on the right there is the absolute indication of surgery for the pairing on the left (head / cup).

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.